Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. Use of a wire other than the provided barewire filter delivery wire appears to have contributed to the reported difficulties and subsequent patient effects. The investigation determined that the reported difficulties retrieving the filter resulting in unexpected medical intervention, hypotension, nausea, pain, delay in treatment, treatment with medications, and prolonged hospitalization were user related. The emboshield nav6 filter came off the distal end of the guide wire during the retrieval attempt due to the user advancing the emboshield nav6 over the pilot guide wire and not the provided barewire resulting in the filter coming of the wire and the subsequent patient effects that occurred. The reported patient effects of hypotension, nausea, and pain are listed in the emboshield nav6 IFU, as known possible adverse events that may be potentially associated with carotid stents and embolic protection systems. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code clarifier- guide wire / fdw selection incorrect. The additional barewire device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right internal carotid that is 99% stenosed. It was noted that a bare wire failed to cross. Therefore, a pilot guide wire was used with a non-abbott catheter to cross the lesion. The emboshield nav6 filter was loaded onto the pilot guide wire, the procedure continued and two unspecified stents were placed into the lesion. When attempting to remove the filter it was noted to be in the patient's right internal carotid artery (rica). A 018 guide wire was advanced passed the filter, which moved the filter to a different area and the filter was able to be snared out in a total of 6.5 hours. It was noted patient's blood pressure dropped significantly during the case, experienced vomiting and pain, which was treated with medication. The patient was kept in the hospital an extra day. There was no adverse patient sequela. No additional information was provided.